Manufacturer narrative:
Correction section: g4. Additional information section: b5 & h6.

Event description:
Plaintiff also allegedly experienced inflammation, loss of appetite, weakness, stress and anxiety.

Manufacturer narrative:
Investigation: based on the review of the device history records and product complaint details atrium can find no fault with the product. This lot of mesh passed all quality and performance requirement.

Event description:
This event is deemed reportable based on the allegations in a potential lawsuit which, while unsubstantiated, suggest that a reportable event may have occurred during use of atrium medical¿s mesh product. Plaintiff allegedly experienced severe pain, erosion of the mesh into the small intestine, multiple infection- related procedures, removal surgery, bowel obstructions, recurrence, enterocutaneous fistula, drainage, small bowel resection, ileus, seroma, succus entericus, adhesions, mesh erosion, scar tissue, blood loss and arrythmia. Related files: (B)(4).